Event description:
It was reported that during the implant of the atrial lead, an unknown material was found on the lead body. The material was removed and the lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.